Manufacturer narrative:
The ventilator was investigated on site and the nozzle units inside the o2 and the air gas module were replaced. No log files or goods have been received for investigation. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. As no log files or goods have been received for investigation, the cause of the reported failure could not be determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator alarmed for low o2 concentration during training. There was no patient involvement. Manufacturer ref.#: (B)(4).